Event description:
It was reported the customer was experiencing low blood glucose of 40 mg/dl and wanted to troubleshoot the device. Customer's blood glucose rose to 130 mg/dl during call. Settings on the device were correct. Reservoir volume was accurate. The device was not exposed to a high magnetic field. Displacement test was performed and device passed. The drive support cap was not damaged. Customer agreed the device was working as designed. Happened during normal use. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.